Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead low out-of-range shock impedance measurements less than 20 ohms. It was noted that the shock impedance at implant was 30 ohms, and shock impedances had been in the 16-32 ohms range for the past year. Technical services (ts) discussed troubleshooting options, such as investigation possible changes in patient condition, medications, comorbidities, etc. Normal device follow up and continued monitoring were advised. This rv lead remains in service. No adverse patient effects were reported.